Event description:
It was reported by service report that the headend siderails would not go in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: siderails were greased.